Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the worsening pvl could not be confirmed, but may be related to the patient¿s native leaflets severe calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 26mm sapien 3 valve was successfully implanted and post implant tte showed less than mild pvl. No further actions were taken and the patient was discharged 3 days post procedure. The patient was re-admitted to the hospital once or twice after the procedure due to sob. Approximately 1 month post procedure, tte showed there was more than moderate pvl requiring re-intervention. The patient was scheduled for an aortic valvuloplasty. At the time of the report the patient was stable. The patient's native annulus was 525mm2. The patient's native leaflets were severely calcified and the stj was severely calcified.